Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a stryker collaborative study (scs) named "a post-market clinical evaluation of the treatment of pelvis fractures with the pelvis next generation plates of the pro implants system" that contains collected data on the usage and the outcomes of pro pelvis next generation implants. Retrospective analysis was conducted using the clinic documents and radiographic images of cases at (B)(6) from january 2024- december 2024 during the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: patient 9 developed osteolysis, arthritis, and bone fractures associated with post-traumatic osteoarthritis at 209 days post-operatively. This event was categorized as moderate and is still ongoing without necessitating revision surgery. The relationship to both the device and procedure was considered possibly related.